Event description:
Per the clinic, the device was explanted (B)(6) 2013 due to a suspected device problem. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 10, 2014.

Manufacturer narrative:
(B)(4).